Event description:
The customer reported that their system rebooted every 5 minutes. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
Acuity tech support assisted the customer in restoring normal operations. The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.